Manufacturer narrative:
Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
Information was received based on the journal article entitled, : are porous tantalum cups superior to conventional reinforcement rings?. The aim of this article is to determine whether tantalum cups worked better than conventional reinforcement rings. There was one patient in the tm group that was re-revised due to unknown reasons. No further information to report at this time.